Event description:
It was reported that there was difficulty filling or aspirating the reservoir. There was no depth issue. They did not feel the silicone rubber septum or only metal upon insertion. The second time, the silicone rubber septum was felt. The doctor stated he was expecting 3 ccs, but could not aspirate any fluid from the pump - then the physician went to fill with 40 and could only get in 38 ccs. The reservoir was able to be filled. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).